Event description:
Report received from the USA stating that the device was "overheating" during pretesting. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.